Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during initial interrogation, this implantable pacemaker had a magnet rate of 90 beats per minute (bpm) with less than a year remaining. The device was re-interrogated and showed 2 years of remaining longevity. An engineering analysis was done and indicated that the device battery status is elective replacement near (ern) which indicates less than 1 year remaining longevity and sets the magnet rate to 90 bpm. Furthermore, it was also discussed that the device was operating near a current bin edge and was in the second current bin due to most likely high output setting in the ventricle. Internal device calculations show the device has about 3/4 of a year longevity remaining until elective replacement indicator (eri). The patient will continued to be checked. At this time, the device remains in service. No adverse patient effects were reported.